Event description:
The patient presented in clinic after receiving inappropriate therapy due to noise resulting in oversensing. X-ray imaging was performed and confirmed dislodgement of the right ventricular (rv) lead. During the lead revision, the physician noted the electrodes were not tightly fixed. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, oversensing and inappropriate therapy. As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. The helix was found bent consistent with procedural damage. The reported events of oversensing and inappropriate therapy were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.